Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they were hospitalized. The customer's blood glucose was unknown at the time of incident. The customer's spouse stated that the insulin pump prompted rewind message when trying to set the settings. The customer's spouse stated that the nurse gave manual injections. The insulin pump will not be returned for analysis.